Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
Revision surgery - the polyethylene bearing had worn out and become unstable, requiring a revision to swap for new bearing and condyle kit. The set pin for the bearing also appeared to be sheared off.

Manufacturer narrative:
The reason for this revision surgery was reported as instability. The actual length of in-vivo for the items listed are unknown as the original surgery date was not provided or could be established. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at hospital and not made available to djo surgical for examination. This investigation is limited in scope as only partial information were provided to djo surgical for review. The revised items were not returned for examination and lot numbers were not provided. To adequately investigate this event, lot numbers are necessary. If this information is submitted at a future date, this investigation will be re-evaluated. Given the limited information, a search of djo and available zimmer biomet records for the previous surgery produced no results, therefore; the items could not be verified. Customer complaint history of the reported items showed no present trends or on-going issues that are needing a review. There was no information submitted with this complaint about any patient activities, accidents or medical contraindications that may have contributed to the reported event. The surgeon performed this revision to remedy the patient's condition. This complaint will be closed pending receipt of additional information. No further action is deemed necessary at this time. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Manufacturer narrative:
The reason for this revision surgery was reported as instabilty. The previous surgery and the surgery detailed in this event occurred 12.6 years apart. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at hospital and not made available to djo surgical for examination. This investigation is limited in scope as only partial information were provided to djo surgical for review. The revised items were not returned for examination and lot numbers were not provided. To adequately investigate this event, lot numbers are necessary. If this information is submitted at a future date, this investigation will be re-evaluated. Given the limited information, a search of djo and available zimmer biomet records for the previous surgery produced no results, therefore; the items could not be verified. Customer complaint history of the reported items showed no present trends or on-going issues that are needing a review. There was no information submitted with this complaint about any patient activities, accidents or medical contraindications that may have contributed to the reported event. The surgeon performed this revision to remedy the patient's condition. This complaint will be closed pending receipt of additional information. No further action is deemed necessary at this time. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.